Event description:
Customer reported an issue with the display on the passport 2 monitor which may have affected monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep replaced the units clock, reworked the cpu and upgraded the system software. Tested, calibrated and safety checked unit to factory specifications.